Event description:
The daughter of a (B) (6) female patient contacted lifecor customer support to report that the patient's battery packs were not charging. The download revealed "battery charger faults" on both battery packs. Support sent the patient a replacement battery charger and battery packs.

Manufacturer narrative:
Device manufacture date: battery pack (B) (4); battery pack (B) (4); battery charger (B) (4). Device evaluation summary: device evaluations of battery pack (B) (4), battery pack (B) (4), and battery charger (B) (4) have been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective q1 chip. This bad chip caused the battery pack to not enter the charging mode. The root cause of the defective q1 chip cannot be positively identified but was likely random component failure. The faulty charger was repaired. It was then retested and restocked. Both battery packs were fully functional. They were retested and restocked. No adverse event resulted from the damaged battery charger. The patient received a replacement battery charger and battery packs.